Manufacturer narrative:
The pump passed the active current test, sleep current test and self-test. No blank display noted during testing. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Replace alarm alert occurred on 07/25/2024 23:42 and replace battery now occurred on 07/25/2024 23:50 and power loss alarm occurred on 07/26/2024 00:02 in history file and was expected. The pump was cut open to perform visual inspection and found evidence of moisture damage on the pcba 1 and force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: battery tube threads cracked, cracked case, scratched case, cracked keypad overlay, broken battery tube threads, cracked case (battery tube), cracked case corner of belt clip rails, pillowing keypad overlay, faded serial label. Blank display was not observed during analysis and passed all required testing. Blank display not confirmed. Unable to confirm battery cap due to missing battery cap. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, to medtronic minimed. That the customer, experienced the pump was completely blank. The pump, also had a crack for a long time and continued to use it. Also, the serial number was rubbed off. The customer reported, no adverse event. The event involved product(s) mmt-1715kl. Troubleshooting was performed. Battery cap contacts and battery compartment and/or springs were not damaged. The display returned after cleaning contacts and after inserting a new battery. The pump was not dropped/bumped or exposed to moisture. Customer reported, physical damage (crack or scratch) on the pump not related to the retainer ring. The customer reported, labeling issue. Product labels are reported as missing, removed, worn, faded or damaged following usage. No harm requiring medical intervention was reported. The customer will discontinue to use the device. Mmt-1715kl was requested. And the customer response was, the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. The device will be returned for analysis and further information will follow, once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.